Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to customer, the unit's flow rate is innacurate.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit's flow rate is unreliable.¿ the unit was triaged and the reported issue could not be confirmed at this time. A device history record review cannot be performed due to an invalid serial number. Product was manufactured in 2007. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.